Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient had access site bleeding. Residual oozing was noted during explant of the pump and as a result, a 6 french angioseal device was placed. Patient survived.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.